Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 500 mg/dl. The patient is new to this insulin pump, but did not complete the training as patient is coming from a competitor pump. Reporter did not want to go through pump with a nurse to see why son was so high. There is no allegation of pump malfunction. Customer support attributes the bg excursion to training/misuse. This complaint is being reported as the patient experienced hyperglycemia due to use error.